Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 15115703. Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices will not be returned as they were disposed by the facility.